Event description:
It was reported the lower screen had a defective "menu" and could not be read. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however analysis did find that the upper case was contaminated, the lower case was broken, the ring cover was contaminated, the battery contacts were compressed, the keyboard pad was cosmetically scratched and the lower screen of liquid crystal display was dim.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however, analysis did find that the upper case was contaminated, the lower case was broken, the ring cover was contaminated, the battery contacts were compressed, the keyboard pad was cosmetically scratched and the lower screen of liquid crystal display was dim.